Event description:
The customer reported that camera head connector does not lock into otv-s190 socket. When the connector is plugged into socket any movement of the camera head cord results in a loss of image. There was no patient injury reported.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. Tac advised the customer to manually activate the socket latch to prevent cable from unplugging from the socket. Tac also, advised the customer to send the otv-s190 in for a scope socket replacement. The otv-s190is being retained at the user facility and will not be returned for evaluation. A review of the instrument history showed no record of service/repair since the date of purchase march 06, 2019. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the device and reproduce the event, the root cause of no image appearing could not be identified. However, it is likely the cause was related to a faulty lock function of the otv-s190 video connector. Olympus will continue to monitor field performance for this device